Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Two opened probes without tip protector in a bag was received for the report. Sample 1: the sample was visually inspected and found to be nonconforming with white/clear foreign material on the port face and on the welded cap. Needle was observed to be bent at the stiffener. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for actuation and conforming for aspiration and cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Wear marks at bend area and cutting-edge area on inner cutter. Gouge marks at area that was bent on the inner cutter. Sample 2: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three functional tests. The probe sample 2 engine was disassembled, and the components were inspected. Diaphragm, spacer, and top o-ring are all intact. Bottom o-ring has outer diameter damage. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Sample 1: the evaluation does not confirm the probe had aspiration and cut failures and indicated an actuation failure. The most likely cause for the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. Sample 2: based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified, damaged was observed on the o-ring and cannot be ruled out for the actuation problem as reported. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as both samples were conforming for aspiration and cut and the exact root cause of the actuation failures and bent needle and bent inner cutter could not be determined. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the poor cutting, and aspiration of cutter occurred during surgery. The procedure type was unknown. The surgery was completed on the same day, but it was unknown how the procedure was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).